Manufacturer narrative:
S/w unknown. Unit received with blank display, problem isolated to interface board. Unable to perform displacement test due to blank display. Unit had stripped battery cap coin slot (p), minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that pump battery cap wont come off from insulin pump. The customer¿s blood glucose level was 236 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.